Event description:
Charge nurse called to bedside to troubleshoot alarming intra-aortic balloon pump (iabp). Initial alarms reading inaccurate trigger via ECG leads. Leads verified and bedside nurse reporting leads just changed. Then various alarms on iabp screen. Iabp still pumping at this time. Battery power flashing fully charged then depleted then fully charged. Iabp verified that it was plugged into a red outlet with electrical supply cord intact and connections to console secure. Other alarms including helium loss and insufficient deflation time. Helium connections verified, iabp catheter and tubing wnl. Iabp pumping slowing down. Charge nurse called back up charge, the lip and the iabp rep to assist. The iabp continue to slow down on its pumping continued to have a variety of alarms and soon lost touch screen ability. Iabp rep requested to facetime to further assess situation. At this time the iabp stopped pumping. The patient remained hemodynamically stable throughout the process. While charge nurse one initiated facetime with the rep. Charge nurse 2 along with lip decided to change the iabp console. New console was brought to the bedside turned on and connections were swapped. Manufacturer response for system, balloon, intra-aortic and control, arrow (per site reporter). The response from the manufacturer was "it appeared from the alarm log this incident was caused by a keyboard display..." When asked how a keyboard display could lead to battery failure, inaccurate EKG reading, and pump slow down they had no explanation. We have spoken with a teleflex rep and service technician. Neither can explain to use what's causing these failures. In general, the response from teleflex has been to essentially replace the entire device piece-meal with no explanation of root cause. This has become a troubling pattern from teleflex. We have had 4 such incidents in the past three months. For the past three incidences we have received letters from teleflex for each separate event. In each case they responded with no explanation for root cause. These are life supporting devices that are now routinely failing combined with a device manufacturer who appears to have no ability and/or desire to investigate the true root causes. I will be attaching here the communications we have been having with a representative from teleflex.